Event description:
Under certain circumstances, after a donor is determined to be eligible to donate and then subsequently has a deferral posted, the donor will continue to be eligible to donate. This will occur only when a specific sequence of steps is followed.